Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-12990 broke during suture passing. This occurred during a case and broke inside the joint space. Per facility: "the jaw of knee scorpion ar-12990 was broken during suture passing process in arthroscopic meniscus repair surgery. The broken part was retrieved and the surgery was completed with no further injury nor extra surgery for the patient."

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the upper jaw is missing. The broken fragment was not returned for investigation. The cause of this event remains undetermined.